Event description:
Additional information was received from the patient. They reported that they have not yet contacted their doctor about the implant being tilted. The patient reported that the issue was resolved but also reported that it was not resolved but no further action was to be taken.

Manufacturer narrative:
Concomitant medical products: product ID a90300, lot#/serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the difficulty maintaining connection to recharge was determined; the patient stated the issue was the belt. They had difficulty using the belt and could not get a good coupling. They were no longer using the belt and had no issues. It was unknown if the cause of the tilted ins was determined, and unknown if the fall affected the device, and an x-ray was not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿ they were having¿difficulty recharging, said yesterday received some message that has yellow on it, and today received message that says 1707. Patient mentioned that she slipped and fell on her back on (B)(6) 2021 and broke her left wrist and as a result has difficulty placing recharger over implant as implant is on the left side. Reviewed recommended steps and patient placed recharger over implant site. When asked, patient said has repositioned several times. Later in call patient said that when she felt the implant it appears to have moved, said that before it was more to the left and now more in the middle and seems tilted, however can't determine which way. Reviewed changes at neurostimulator site could potentially affect ability to connect and stay connected. The issue was not resolved through troubleshooting. The caller was redirected to contact her daughter and ask if she can come tomorrow to help with the positioning of the recharger over neurostimulator site. If still has difficulty to callback for troubleshooting while daughter is still with patient and if can't be resolved patient to call hcp office to report fall and that neurostimulator seemed to have moved and ask if she should schedule an appointment to be seen for device check. No further patient complications are anticipated or expected as a result of this event.